Manufacturer narrative:
This complaint was reported on the wrong device. The complaint concerns a compressor mini that was reported in mfg report number: 8010042-2019-00532.

Event description:
Manufacturer reference #: 224571.

Event description:
It was reported that the pressure was high while the ventilator was connected to a patient. At the time a compressor was connected to for the supply of air gas. There was no patient harm. Manufacturer reference #: (B)(4).